Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that cracked screen speaker disconnected in pieces the device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device was received torn open with speaker damaged and components out of order. No speaker sound at start up test. Failed at manual power on test. The speaker was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.